Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the atw35 instrument was fired three times then locked (unable to reopen). Another instrument was used to complete the case. There was no consequence to the patient.